Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. The ventilator display froze at the 6 picture screen. The issue was isolated to the single board computer (sbc) printed circuit board (pcb). The reported malfunction was duplicated. The customer was informed that the sbc pcb needs to be replaced and there is no estimated customer approval or device repair time. If and when it¿s approved and repaired, a supplemental report will be sent.

Event description:
It was reported that during patient use, the ventilator was turned off to replace the circuit. When it was turned on again, the screen froze at the photo screen. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).